Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04310. It was reported patient presented for a left ventricular lead revision after loss of capture due to patient¿s anatomy was observed during an in-clinic follow-up. During the procedure, thrombus was seen on the right atrial lead. Both leads were explanted and replaced. Patient was stable during, and after the procedure.

Manufacturer narrative:
A complete lead was returned in six pieces, with the connector portion measuring 12.8 cm, the middle portions measuring 5.2 cm, 3.2 cm, 3.2 cm, 3.4 cm and the distal portion measuring 59.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.